Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0125301, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-04. Medical device lot #: 0083507, medical device expiration date: 2025-04-30, device manufacture date: 2020-03-23. Samples were received and an investigation was performed. This is the 1st related complaint for scale misaligned on lot # 0125301. This is the 2nd related complaint for scale misaligned on lot # 0083507 a review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. (B)(4).

Event description:
It was reported that 4 syringe 0.3ml 31ga 6mm halfunit 10bag had scale marking issues before use. The following was reported by the initial reporter: "the very first line is lower than zero scale".